Manufacturer narrative:
(B)(4). After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit also received with peeling keypad and cracked keypad at select button.

Event description:
The customer reported via phone call that their was crack on insulin pump screen. Customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.